Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a driveline infection and had frequent low flow alarms. The patient was transplanted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. Additionally, the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), revealed an extrinsic outflow graft obstruction (eogo) which could have contributed to the reported low flow alarms confirmed in the submitted log files. Hm3 lvas, serial number (B)(6), was returned assembled with the pump cable severed approximately 8¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. An additional, distal segment of the sealed outflow graft material was also returned measuring approximately 6¿¿. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the sealed outflow graft bend relief, a lengthwise crease was observed in the 4.5¿¿ graft segment. A larger accumulation of smooth tissue growth was observed on the exterior of the graft which had filled in and formed over the crease, suggesting that the graft material had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The 6¿ distal segment of the sealed outflow graft was free of distortion. Additionally, the lumen of the sealed outflow graft segments revealed no evidence of developed or adhered depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump power, flow, and pulsatility index (pi). This section explains that pump flow and power generally retain a linear relationship at a given speed and states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. This section also warns that gradual power decrease may indicate an obstruction of flow and should be evaluated. In reference to pulsatility index, this section states that a drop in pi values may indicate a decrease in circulating blood volume. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.